Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, wear abrasion, and cloudiness/bubbles in the gel observed after autoclave cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was the unit was not ruptured, and no issues found related with the manufacturing process. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Device has been explanted.